Event description:
A hospital nurse technician reported loss of image when the gastroscope was turned on prior to a pt procedure. In addition, nurse noticed that the gastroscope's distal tip was too hot to touch. The scope was turned off and a second scope was used to perform the esophagastro duodenoscopy ("e.g.d.") Procedure. The case was completed without complications.